Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a 21mm 11500a aortic valve exhibited a leak after an implant duration of 1 day. The patient was taken back to the or and the leak was corrected by adding another suture. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry that a 21mm 11500a aortic valve was explanted after an implant duration of 1 day due to a subaortic ventricular septal defect (vsd) found on echo. The explanted valve was replaced with a 19mm 11500a valve. Per medical records, a subaortic vsd with a large shunt was observed via echo on pod #1 s/p redo avr and aortic root enlargement. The patient was returned to the or for urgent re-exploration. The vsd was repaired with a bovine pericardial patch. The 21mm 11500a valve was explanted, the annulus was re-sized and replaced with a 19mm 11500a valve. Tee demonstrated no residual vsd, good valvular seating with no paravalvular leak, and normal functioning bioprosthetic valve. The patient tolerated the procedure well with no complications and was transferred back to the ICU in stable, but critical condition. Postoperatively, the patient had multiple organ failure and complete heart block requiring a permanent pacemaker implantation on pod #5. The patient expired on pod #19 and the cause of death was listed as multiple system organ failure.